Event description:
It is reported that the stem implant detached from the femoral component as the surgeon inserted the implant into the femoral bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.